Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a dual pacemaker system implant procedure. Upon performing the post-operation device check, it was found that the patient's atrial lead had become dislodged. The same lead was repositioned in a separate procedure on (B)(6) 2021. The patient was stable.